Event description:
Thirty-seven (37) disposable laryngoscope blades did not have functioning lights despite being in the packaging and still within the expiration date. They were stored in crash carts across different sites. The defects were found during a routine inventory check and did impact patient care. The manufacturer is aware and immediately replaced the devices which were returned to the qa department for analysis. While we are unsure what the defect is, we assume the batteries are losing power prior to the expiration date stated on the packaging. This has the potential to cause a delay in care during a code situation if the device does not work. The affected models and lots do not fit within the product portion of the form and are included below. Models: miller 3 blade- 040-343u, mac 4 blade- 040-334u, miller 1 blade- 040-341u, miller 2 blade- 040-342u, miller 3 blade- 040-343u, mac 3 blade- 040-333u, lots: 201204821, 200902793, 221008276, 201202240, 201001813, 210200514, 201103975. Reference report #mw5160665, #mw516066, #mw5160667, #mw5160668, #mw5160669, #mw5160670, #mw5160671, #mw5160672, #mw5160673, #mw5160674, #mw5160675, #mw5160676, #mw5160677, #mw5160678, #mw5160679, #mw5160680, #mw5160681, #mw5160682, #mw5160683, #mw5160684, #mw5160685, #mw5160686, #mw5160688, #mw5160689, #mw5160690, #mw5160691, #mw5160692, #mw5160693, #mw5160694, #mw5160695, #mw5160696, #mw5160697, #mw5160698, #mw5160699, #mw5160700, mw5160701.